Event description:
The patient reported that he had one v-go device lift off his body on (B)(6) 2019. The patient thinks this happened due to the heat. The patient did prepare the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry. The patient was wearing the v-go on the backside of his arm.